Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s stimulation shut off unexpectedly two weeks prior to this report and the patient couldn't walk. It was noted that the device was on at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.